Manufacturer narrative:
Correction: event date updated to proper value. Aware date of initial MDR submission should have been (B)(6) 2018 as the reported issue was emailed to medtronic technical services (ts) on (B)(6) 2018 not (B)(6) 2018. The software investigation found that the reported event was unrelated to a software issue. The software functioned as designed.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system onsite and confirmed the reported issue. The cause of the issue was found to be the paxscan not booting up. There was a single power led indicator on the detector but no lights were on the paxscan processor. The paxscan processor was replaced and the issue was resolved. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service. No parts have returned to the manufacturer for evaluation.

Event description:
A medtronic representative reported that while outside of a procedure, the imaging system would not boot. When attempting to boot the system it stayed on the boot screen. There was a there was no patient present when this issue was observed.

Manufacturer narrative:
The paxscan processor was returned to the manufacturer for analysis. Analysis found that the system did not achieve ready and remained in "system booting, please wait" as displayed on the pendants. On further inspection it was noted visually that the cp2 does not power front panel or led display. Red led on the back is lit. Unable to establish ethernet link. Analysis found that the reported event was related to a electrical issue.